Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 150 mcg/day) via an implantable infusion pump. The patient's medical history included spinal cord injury secondary to gunshot wound. It was reported that there was fluid collection at both the abdominal and spinal incision sites. There were no environmental, external or patient factors which may have led or contributed to the issue. Both pockets were opened and explored. No cerebrospinal fluid (csf) was noted during valsalva. Clear yellow fluid was noted from the pump pocket. The catheter was aspirated and returned clear csf without issue. The catheter was shortened and both pockets were "imbricated" and closed. Therapy was restarted and the issue was considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.